Event description:
It was reported that in 2003, the ot was suddenly unable to hear anymore. On the following day, they could occasionally hear something. The external equipment was exchanged 3 days later and the pt was able to hear again for a short time. Telemetry measurements showed 'poor coupling to the implant'.